Event description:
It was reported that, upon deployment, the stent graft jumped forward into the axillary vein. Using a balloon catheter, the stent graft was pulled back to the venous anatomosis. A second stent graft was deployed, overlapping the initial stent graft and the venous anastomosis. Approximately seven weeks post-implant, the av graft thrombosed and an 80% in-stent stenosis throughout both stent grafts was identified. Pta was performed successfully within the stent grafts. Pta at the venous anastomosis resulted in a 10% residual stenosis.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted; therefore, not available for evaluation. The event investigation is currently underway. This event involves two devices used in the same patient. This event is associated with the same patient in the event reported under manufacturer report no 2020394-2010-00106.